Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a low, out of range pacing lead impedance measurement of 100 ohms. Noise and loss of capture (loc) were also observed. Additional information received that subclavian crush was suspected to be the cause of noise as it was difficult to identify under fluoroscopy. The lead was still capturing at high outputs. The lead was surgically abandoned while the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.